Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced a shocking or jolting sensation following a fall.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting following a fall. It was stated that the patient fractured a lead while cross country skiing in the spring of 2011. It was added that the shocking/jolting feeling was positional. It was noted that the patient was ¿pretty good¿ while standing, but while sitting (especially driving) he felt jolts when the stimulation ¿kicked on.¿ the location of the jolts was reportedly the patient¿s left leg. It was further stated that the patient had been reprogrammed a ¿couple of times¿ in an attempt to program around the lead fracture. The patient reportedly was doing ok and ¿they had not had to reprogram in a little over a year.¿ it was noted that the patient had increased stimulation to 3.8 volts. It was also added that the patient would likely need a surgical revision of the lead, but had recently moved and started his search for a new physician. Additional information received reported that the patient still had concerns regarding his device or therapy and was working with his doctor or the manufacturer representative. The patient had an appointment scheduled for (B)(6) 2013. Any additional information received will be included in a supplemental report.